Event description:
I had hodgkins disease in 1986 on my (B)(6) birthday. Had very high levels of mantel radiation for stage 2a. Treated in pediatric ward of (B)(6) cancer center. At (B)(6) in 2008, I was diagnosed with dcis breast cancer. I had a radical double mastectomy on (B)(6) 2009. Within 2 weeks I developed very serious sharp grueling pain. It felt like I was beat on the chest with a baseball bat every day. (B)(6) never told me they had a pain management team at the hospital. My plastic doctor told me my pain was in my head and I should take advil or tylenol after this serious amputation. They put in expander bags after first surgery. When it was time for the exchange in (B)(6) 2009, the doctor told me I had a choice of prosthetics, saline or silicone/allergan 410. The morning of the exchange he gave me a form to sign, and when I saw the words trail study I freaked out. I told him I didn't want any part of that process. We literally fought for an hour. He knew my history of mantle radiation and insisted I had to have the silicone gummy bears because they were the most natural looking. I told him I wanted saline for movement, and he would not even allow that. I should have walked out but I was scared and wanted it over with. So the surgery ensued and I have been sick for the past 9 years. I am in chronic pain and I have been on opioids for the pain and almost died 2 times from cellulitis and 1 time from renal failure. I believe my cellulitis has now spread to my lymphatic system because I have symptoms of cellulitis all over my body. My implants feel like rocks. My fingernails just fall off and I have gained weight. I was sleeping between 14-16 hours a night and I lived in a world of fog. I read a medical journal that my doctor wrote in 2002. His name is dr. (B)(6). He states that people who have high doses of radiation should never have anything attached to your chest wall due to the fact that it was so damaged from radiation that it would only hurt the patient. I see him once a year to tell him all about my pain. He sits with me for literally one minute and tells me I am his only patient that has pain. I am so furious with this whole mess. I want my life back and these implants out of me. I am following up this week with columbia presbyterian hospital in nyc to have the explant procedure as soon as possible. When I got the letter from sloan stating that these implants have side effects, I called the plastic team and asked about getting an aspiration to see if I had capsular contracture. The nurse told me that I had it in 2016, I was in stage 2 of the contracture. No one told me this. Now they call every day to set up an appointment. I will not answer their phone calls. Please help me and all the other victims out there. These implants are torture. Why survive cancer twice only to be exposed to it once again and treated by doctors that don't care.